Event description:
A customer reported observing biased ammonia results for qc fluids. Biased results of this magnitude could cause inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the customer had last cleaned the incubator evaporation caps within the recommended timeframe. An ocd field engineer replaced the incubator evaporation caps and cleaned the incubator rotor, after which, acceptable qc results were obtained. The root cause of this event is unknown.